Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was water leaking from the bottom/base plate of unit. The user was able to absorb the water on the floor with towels. The case was completed successfully without need of changing the unit. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.